Event description:
Pentax medical was made aware of a complaint on 09-dec-2019, that occurred in the operating room during use in (B)(6) on (B)(6) 2019. The reported complaint of "malfunction of the freeze button and vague image", involving pentax medical video gastroscope, model eg29-i10, resulted in an injury of a patient described as "pain". In addition, the malfunction prolonged the inspection procedure which may have contributed to the reported injury. The gastroscope was removed from use and the user contacted pentax medical for service. The investigation is currently in-process.

Manufacturer narrative:
Correction information: b4: date of this report. B5.refer to h10. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information: d8: device repaired by third party. D9. No. F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Component code: 841 imager. Summary: the endoscope was sent to a 3rd part and returned to the hospital. No service report was provided to pentax medical. Having checked, the endoscope was eg29-i10 serial number: (B)(6). This endoscope was sent to a 3rd part for repair. No investigation report was provided for investigation. No harm was caused to the patient. It is button issue. Having checked with the doctor, the button worked sometimes and didn't work somtimes. During the procedure, if the patient didn't take general anesthesia, the patient would have feeling of uncomfortable. During the procedure, the doctor didn't change the scope. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10.